Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed infection post implant. The device was explanted on (B)(6) 2018. The patient was in a stable condition before, during and after the procedure.